Event description:
I used the dexcom medical device named stelo glucose biosensor and the device doesnt pair to measure glucose levels. Now I have a device inserted into my arm and there's no customer service, except chat to address my medical needs. I reported this on amazon page where I purchased. The product doesn't expire for 9 months so this should work. They should allow pairing before insertion so patient doesn't wind up with a needle in the arm like me. I'm a quality compliance professional and felt moved and required to report this issue to the FDA. Not functioning.